Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to detect on the bus. A field service engineer (fse) arrived at the station and was informed by a user that three vials of medication had fallen between the cubie pockets, causing the station to seize up. The fse logged into the station and found that the cubie pocket was not visible in the hardware test application (hta). The fse released the pocket in front of the failed one and removed the vials, but the cubie pocket was still not visible. The back panel and the back of the drawer were removed, and various items behind the drawer were cleared out. The row board cable was disconnected and left unplugged and after reconnecting the row board cable and reassembling the drawer, the pyxibus cable was reconnected, and the station was powered up. The fse logged into the station, went to storage space configurations and confirmed that all cubie pockets were visible. The cubies were tested in the hta, and the customer also tested the drawer and cubies. A proactive inspection was conducted, tightening all drawer backs and removing all debris from the back of the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not detected on the communication bus and failed. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.